Event description:
The customer received a blood glucose reading of 129mg/dl from his contour and a reading of 477mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer has no strips left to return for evaluation. Meter information was given. New meter was sent.